Manufacturer narrative:
The product was not returned for evaluation. Furthermore, the reported complaint involves the sterility of a dropped device after removal from the packaging during preparation for the procedure. Sterility of a dropped device cannot be confirmed in the evaluation lab and does not involve manufacturing records; therefore, an investigation will not be performed.

Event description:
During preparation for a coil embolization procedure, a pod packing coil (podj) was accidentally dropped off the sterile table. Therefore, the podj was not used in the procedure. The procedure was completed using new ruby coils.